Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that the insulin pump had an error alarm during the manual prime as well as a motor error alarm. Customer stated that she was at work and noticed the reservoir icon was empty. Customer checked her blood glucose readings and they were at 400 mg/dl. Troubleshooting was performed and the drive support cap was noted to be normal. Customer treated with a shot and declined any further troubleshooting. Customer was advised to discontinue use of the insulin pump and revert to a back up plan. Insulin pump is being returned.

Manufacturer narrative:
The pump passed the displacement test. The pump was received with a motor error alarm during the basic occlusion test due to a loose/flush drive support disk. Unable to perform the unexpected restart alarm or verify the compromised force sensor system error alarms or perform the prime test due to the motor error alarm. The pump was received with normal operating currents. The pump passed the self-test. The pump passed the off no power test. The motor was tested outside of the device and it passed. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.